Event description:
"Rn hung chemo (gemzar), plum pump alarmed ""proximal occlusion"". Pump paused and new primary tubing placed.when gemzar completed on secondary line, rn turned off b line and back primed the secondary line to the ns flush bag. Then rn turned on a line to flush the primary line, plum pump alarmed "distal air." Rn manually flushed the primary line without letting air reach the patient and changed the primary line before hanging the next med. The lot # for the 2 primary tubing lines was the same."